Manufacturer narrative:
One used ambulatory pump was received for evaluation. Visual inspection found the device to be in good physical condition. A review of the pump event history log was performed and evidence of a 10037 alarm message was recorded. The pump was tested for any signs of function and pressure failure. The customer's reported problem was verified. A error code message "10102" was detected when powering up the pump. It was determined that the root cause was a software error, and will be re-installed.

Event description:
Information was received that a smiths medical cadd prizm vip pump had an error code of ec10102. No patient injury resulted.